Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trail that predilatation was performed prior to stenting. A xience v stent was implanted in the mid rca (3.0 x 28 mm) and the procedure was ended. Post procedure, the patient showed symptoms of ischemia and a repeat angiography showed that a dissection had occurred distal to the implanted stent. Two additional xience v stents were used to treat the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection and ischemia are known patient effects associated with coronary artery stenting procedures, and both are listed as potential adverse events in the device instructions for use. In this case, there were no difficulties reported deploying the stent implant during the procedure, and no damage was noted to the stent delivery system prior to or after use. Thus, although there are no indications of a product quality issue affecting the outcome of the procedure, a definite root cause for the dissection and ischemia can be determined.